Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported patient status post heart transplant left the operating room supported by venoarterial extracorporeal membrane oxygenation (va ECMO) and an intra-aortic balloon pump. Va ECMO was decannulated and patient continued to decline. The patient went into right ventricular failure, and the decision was made to place an impella rp device for mechanical circulatory support. During support it was noted that the patient was having bleeding and oozing around peel-away sheath that the team wanted to address in operating room after explant. The patient was transfused with two units of blood cells due due to the blood loss. The impella device was not explanted due to the bleeding. The patient was successfully explanted and the impella access site was surgically closed. The patient continued on va ECMO support.